Event description:
It was reported that following an implant procedure the patient experienced infection at the incision site. Symptoms of redness, drainage from the incision site and fever were noted. The physician believed that the infection was not device related. The patient was prescribed with antibiotics and was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7101522/7101536.

Event description:
It was reported that following an implant procedure the patient experienced infection at the incision site. Symptoms of redness, drainage from the incision site and fever were noted. The physician believed that the infection was not device related. The patient was prescribed with antibiotics and was doing well postoperatively.

Event description:
It was reported that following an implant procedure the patient experienced infection at the incision site. Symptoms of redness, drainage from the incision site and fever were noted. The physician believed that the infection was not device related. The patient was prescribed with antibiotics and was doing well. Additional information was received that the patient underwent an explant procedure. All explanted device components will not be returned by the facility.